Event description:
Information was received from a manufacturer representative regarding an implantable neurostimulator (ins) during pre-op. It was reported that there was a validation error during connection. There were no external contributing factors. The new and unused ins was removed from the hospital. At the rep's home, reconnection with the ins was successful after several attempts. It was noted that the ins was still in shelf state and intact packaging. The issue was resolved. Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that they encountered a system error (code currently unknown) during the implant of a vanta. It was not possible to get past the system error. When closing the vanta application and trying to open it again, the same code appeared. Normally a system error is cleared by terminating the running application and restarting the application (which in this case did not work). It was discussed that the system error might be related to the app not opening in the background. Therefore, recommended to try to close the vanta app, open the patient data service (pds) app and open the vanta app again as this. However, the healthcare provider (hcp) had already decided to use another vanta to continue the procedure instead. No symptoms were reported. Additional information was received from the manufacturer representative (rep). It was reported that the issue was solved. The rep specified that the vanta in question (with the system error) was still in the box and the usage was not yet started. After the implant procedure of the other vanta, the rep tried again to interrogate the vanta with the system error. When doing so, the rep was again prompted with the system error (code not mentioned). The rep closed the app and interrogated again. This time the rep was prompted with validation error 00 01 00bb. Note, that this validation error occurred prior to the start usage screen. The rep pressed on continue on the validation error screen and they were able to continue to the start usage screen. The rep did not start the usage of this vanta, and they were going to keep the vanta in their truck stock for another implant. In this case the rep said they did not press the ¿start usage button at all. The rep did not write down the system error code. Additional information was received from the rep reporting that the ins remained in shelve state.

Manufacturer narrative:
Other relevant device(s) are: product ID: a71200, serial/lot #: unknown,g2. Foreign: belgium. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.